Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#mrh knee fem l rgt; cat#64811131; lot#rhh3s. Device name#tri cemented stem 12mmx50mm; cat#5560-s-112; lot#1164752k. Device name#mrh tibial b/plt keel lrg 2; cat#64813113; lot#ply6p. Device name#tri cemented stem 12mmx50mm; cat#5560-s-112 ; lot#1564991k. Device name#triathlon sym cone aug sz c; cat#5549-a-130; lot#rtlg1. Device name#mrh hdp assembly pack; cat#64812150; lot#llk149. Device name#mrh tib rot comp xs-xl; cat#64812100; lot#211494. Device name#mrh axle; cat#64812120; lot#ctd89319. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
This is for amputation of the patient's right leg on (B)(6) 2024. As reported: "we did an exchange of moveable parts on march 7th because of infection and they did a flap. As of yesterday the amputated his leg and everything is removed." Rep confirmed amputation was due to ongoing infection.